Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported a false positive result with cue covid-19 test cartridge pack, home & otc. Customer tested positive with cue covid-19 test cartridge pack, home & otc on (B)(6), then followed-up with a negative cue covid-19 test cartridge pack, home & otc result also on the same day. The customer confirmed the negative result with the lucira system and ihealth rapid test, all on (B)(6) . The customer took a pcr (sars-cov-2 rna, ql, rt pcr (covid-19), through cvs minuteclinic system on (B)(6) and received negative result. Cartridge ln 19435l; cartridge sn (B)(4); reader sn (B)(4).